Manufacturer narrative:
Due to the unavailability of batch information, it was not possible to perform the analysis of archived samples. Additionally, no trends related to this issue have been identified during our track-and-trend analysis based on the determined risk priority number, the residual risk related to the complaint is considered acceptable. Sol millennium continues to monitor this kind of issue. Additional assessment will be taken if a significant pattern emerges. This report was initially submitted on 12/18/2024. Due to issues with displaying the initial submission, this submission contains both initial and supplemental information

Event description:
Customer reported hypodermic needle was used for an im injection and post injection, practitioner folded the secure orange cover up, pushing it to secure it, but it did not lock which resulted in the practitioner ending up with a needle stick injury form a dirty needle post injection.

Manufacturer narrative:
This report when initially submitted encountered an internal issue potentially related to database connectivity. This issue was identified while implementing CAPA-57 which was opened following an FDA inspection.